Event description:
It was reported that the pt and the physician thought that there was a problem with the pt's catheter. The problem was unrelated to the investigational drug. The catheter problem could not be ruled out so the physician had lowered the medication dose in advance, due to potential surgery. The pt was hospitalized. An x-ray revealed that the catheter showed some deflection in the catheter near the insertion site. The catheter tip was shown to have migrated down 1/2 a vertebra to t10/t11. In 2008, it was confirmed that the catheter had migrated downward another 1/2 vertebra to t11. The physician stated that the catheter tip had migrated down to l2. The catheter was sutured to the fascia, but had become loose in the area between the sutures; between the insertion site and the v-wing anchor. The catheter was reimplanted five days later to the upper end of t9. Imaging had confirmed the following month, that the catheter tip was still in position at the upper end of t9. The physician stated that "the course is favorable". The event outcome was stated as "recovered".